Event description:
It was reported the catheter was being placed femorally for the patient. During insertion, the physician noticed the catheter was unraveled at the end outside the patient. As a result, the catheter was exchanged for a smaller size. There was a delay in treatment, no patient death, and no patient complications were reported. The patient outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.